Manufacturer narrative:
Product event summary: analysis confirmed the output port was broken. Analysis also found a sticky substance on the battery contact clips.

Event description:
It was reported the output port was broken. The epg (external pulse generator) was returned for service. There was no patient involvement.